Manufacturer narrative:
(B)(4).

Event description:
The complaint states that the device experienced a loss of connection. No product was provided for investigation. Data was returned and evaluated. The customer complaint was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 06/30/2017. The complaint loss of connection was reported to have occurred on (B)(6) 2017. Data investigation confirms loss of connection occurred on (B)(6)2017. The root cause could not be determined post-investigation. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it confirmed the customer complaint. The reported event loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.